Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that a sensor warmup during session occured. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was available for evaluation. A voltage test was performed and passed. A pairing test was performed and failed. Data was evaluated and confirmed customer complaint. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.